Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was received for evaluation. Visual inspection did not identify any nonconformances. Gravity testing identified a blockage at the end of the vented drip chamber. The customer reported condition of no flow was confirmed. The blockage was due to a defective part from the external supplier. The supplier was notified of this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had no flow in the chamber area while the device was being prepared for priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.